Event description:
It was reported that the 9800 system arced during a case. Case continued and completed using a low dose technique. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Cleaned and regreased the high voltage cables. The generator was also recalibrated. The system was tested and found to be working as intended and placed back into service.